Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13967, 1627487-2021-13969. It was reported the patient's leads had migrated. Surgical intervention took place on (B)(6) 2021 wherein two of the leads were explanted and replaced. Effective therapy was established. Note: it is unknown which two leads were replaced, as such all three leads are being reported.